Event description:
The following description of the event was documented on (B)(6) 2012, by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer claims this unit is having issues with the battery again, unit is not running on battery, and the 5amp fuse is burned again. Dc status indicator is changing colors from red to yellow. This unit was on a pt and connected to ac. Biomed claims the pt died; she was very ill and was expected to die. A service call was dispatch recently for the same issue, not running on battery, (B)(4). Customer wants this problem solved, he is not going to put this unit on service until we correct the issue."

Manufacturer narrative:
The user facility did not allege any failure of the unit to operate as intended while on the pt. On (B)(4) 2012, carefusion sent a letter via e-mail to the user facility seeking additional info concerning the reported event including the primary and secondary causes of death of the pt and a determination if the reported failure caused or contributed to the death. As of (B)(4) 2012, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause was a faulty power supply assembly. Carefusion has initiated an internal corrective action request to further investigate this issue. The user facility was shipped a replacement device.